Event description:
The pt was unable to adjust stimulation and experienced a lack of effect. The leads were well aligned per an x-ray on (B) (6) 2007. The hcp was unable to communicate with the neurostimulator at a reprogramming session on (B) (6) 2010. The battery indicator light of the implantable neurostimulator did not light when interrogated with the pt programmer, which may indicate the battery was depleted. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).